Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window.

Event description:
It was reported that the customer received button error alarms on his insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.